Event description:
A caregiver reported high scan values while the customer was wearing the adc freestyle libre sensor. A sensor scan of 450 mg/dl was obtained, and the customer was treated with a bolus of insulin without capillary comparison. The customer subsequently had a loss of consciousness. The caregiver treated the customer with glucose and orange juice and called the firefighters (paramedics). A glucose test of 40 mg/dl was obtained on the healthcare meter and the customer was treated with a glucagon injection and brought to the hospital where they were admitted for 7 days for a diagnosis of hypoglycemia. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.